Event description:
Per the (B)(6) diligent rep (no longer with (B)(6)): "I wanted to share with you as a team the observation and incident that occurred when (B)(6), rn and I tried to place the maxiair hose on the maxiair canister during a diligent training session. We both cut our wrists during the task. I recommend this be reviewed by quality to reduce the sharp edge of the piece that cut our wrists requiring a bandaid. While it is minor, I think it should be considered for improvement to reduce the chance for our customers being injured."

Manufacturer narrative:
This report is being filed under exemption ((B)(4)) by (B)(4) on behalf of the manufacturer (arjo hospital equipment (B)(4)). (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.